Manufacturer narrative:
A sample device was not returned for analysis; it remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient complained that she had a difficulty seeing. The postoperative visual acuity (va) was not good, but it wasn't that bad. However, it got worse after that. The patient complained that she had difficulty seeing as if it had a spider web. The patient has diabetes mellitus and mild fundus hemorrhage, but no retinal abnormalities such as vitreous opacity or edema. She also has dry eye, but she is continuing eye drop treatment and it has not gotten much worse. Her va improved when another doctor put contact lenses during postoperative procedures. Posterior capsulotomy by yag laser was performed. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).